Event description:
It was reported that the customer passed away due to diabetic autonomic neuropathy. The customer was wearing the insulin pump at the time of his death. The caller declined to return the insulin pump for analysis at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.